Event description:
It was reported that device kink occurred upon recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and a 30mm watchman closure device & delivery system (wds) was positioned and deployed in the laa. The wds was recaptured, and it was then observed that the was sheath was kinked. No patient complications were reported.